Event description:
It was reported that the image disappears from the monitor on the 7900 system. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The left monitor was off. The initiation of image chain was restored during the service call.